Manufacturer narrative:
Philips has investigated this complaint. During the course of the investigation, it was identified that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring, which indicated that the flexviewing pc for flexspot could not display grabbed video inputs. The system was outside of clinical use when the notification was triggered in the philips remote monitoring system. There have been no reports of harm or allegations of harm from the customer during this time. A field service engineer (fse) inspected the system on-site and performed system testing, which did not identify any issues, and the errors could not be reproduced; therefore, a cause could not be determined. The system was returned to use in good working order. The system was monitored for three weeks, and no reoccurrences were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that their routine checks have been satisfactorily completed. Therefore, as the device was out of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the system's flexviewing computer was unable to display grabbed video inputs, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.